Event description:
It was reported that the devices are dull. No additional information as to what failure mode occurred was provided. There was no harm or adverse event for patient, operator or third party reported by the customer. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was confirmed as the visual evaluation revealed that the cutting edge is caved. Further the laser marks are slightly faded. The most likely cause for the reported failure can be attributed to wear and tear.